Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (380 mg/dl). The customer alleged that the pump was not delivering insulin properly when the cartridge went below 100 units of insulin remaining. Reportedly, the customer continued to use the pump for insulin therapy.